Manufacturer narrative:
Section h10, corrected data, device manufacture date - jul 26, 2006 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Further information was provided and reported that the procedure was not completed since the laser had the error after doing the flap (before the side cut); patient was rescheduled. The following sections have been updated accordingly: a2. Age: 35 years. A4. Patient weight, less than 131 kg. A5. Race, white. A5. Ethnicity, not hispanic/not latino. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported their intralase femtosecond laser had energy setting and main shutter errors after finishing the flap. The issue occurred during flap creation just before the side cut was created. No patient injury was reported. Patient was rescheduled. Per follow-up, it was determined that the error occurred after laser firing (it completed the flap). No further information provided.

Manufacturer narrative:
Section e1, telephone number: (B)(6). Product evaluation: product evaluation: service was onsite and evaluated the system. Service replaced the energy controller board assembly and black coated aperture shutter blades. The system is performing to specification. Malfunction determination: malfunction - alarm triggered (energy setting and main shutter errors) resulted in parts replacement. Probable cause: component failure (energy controller board assembly, black coated aperture shutter blades). Deficiency evaluation: manufacturing assessment: manufacturing deficiency not identified (met all specifications prior to release). Service assessment: service deficiency not identified (no anomalies noted)). Design assessment: design deficiency not identified (no apparent design issues). User/usage assessment: no user/usage deficiency identified (no apparent user/usage issue). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.